Manufacturer narrative:
Additional information; d9, h3 plant investigation: a dialyzer from the reported lot was returned for evaluation. During gross visual examination, a delamination was observed in the polyurethane (pu) to be extending from approximately 310° to 20°, with the ports at 0°, on the cavity ID end. Further visual examination did not identify any other damage or irregularities on the returned sample. The reported issue is confirmed. The probable causes for a delamination include how the dialyzers are loaded into the potting carrousel, potting ratios, and conditioning carrousel media issues. A production records review was performed on the reported lot. An investigation of the device history records (DHR) was conducted by the manufacturer. There was no indication of product nonacceptance, deviation, non-conformance, rework, labeling or process control failure during the manufacturing process which could be associated with the reported event. The lot met all release criteria. Continuous improvement is of the utmost importance to fresenius medical care as we strive to provide dialysis products of the highest quality to our patients. Reports of leaking product are investigated both individually as complaints, as well as via the nc/CAPA program, in order to assess and improve our products and processes. Capas for vision systems and blood leak reduction are recent examples of leak related investigations directed at an overall reduction in dialyzer leaks.

Event description:
A user facility clinical manager reported that a dialyzer blood leak occurred a few minutes after the initiation of the patient¿s hemodialysis (hd) treatment. The blood leak was noted as being an internal blood leak. The leak was visually observed within the hansen connection. The machine, a fresenius 2008t machine, alarmed appropriately with a blood leak alarm. Blood leak test strips were used and tested positive for the presence of blood. There was no defect or damage noted on the dialyzer. The patient¿s estimated blood loss (ebl) was approximately 250 ml. The patient was restarted on a new machine with new supplies. Approximately one hour after restarting treatment the patient complained of a sore throat. Approximately 30 minutes prior to treatment completion the patient experienced throat constriction and shortness of breath. The treatment was discontinued, 3 liters of oxygen was provided, a single 25 mg dose of benadryl was administered (route not provided), and the patient was transported to the hospital via emergency medical services (ems). The discharge summary was received on (B)(6) 2025, which confirmed the patient was brought into the emergency room via ambulance after having difficulty swallowing toward the end of hd therapy. The patient was successfully treated with intravenous (IV) sodium chloride 1000 ml, hydralazine 10 mg, and IV methylprednisolone sodium succinate 125 mg. The patient was diagnosed with an allergic reaction to a cereal (brand not provided) they ate prior to treatment that they had never eaten before. The patient was instructed to avoid the cereal they consumed earlier and was prescribed oral prednisone 40 mg daily (duration not provided) and oral benadryl 25 mg every 8 hours as needed. The patient was not formally admitted and was discharged home in stable condition later the same day.

Manufacturer narrative:
Additional information: b5, b7. The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A user facility clinical manager reported that a dialyzer blood leak occurred a few minutes after the initiation of the patient¿s hemodialysis (hd) treatment. The blood leak was noted as being an internal blood leak. The leak was visually observed within the hansen connection. The machine, a fresenius 2008t machine, alarmed appropriately with a blood leak alarm. Blood leak test strips were used and tested positive for the presence of blood. There was no defect or damage noted on the dialyzer. The patient¿s estimated blood loss (ebl) was approximately 250 ml. The patient was restarted on a new machine with new supplies. Approximately one hour after restarting treatment the patient complained of a sore throat. Approximately 30 minutes prior to treatment completion the patient experienced throat constriction and shortness of breath. The treatment was discontinued, 3 liters of oxygen was provided, a single 25 mg dose of benadryl was administered (route not provided), and the patient was transported to the hospital via emergency medical services (ems). The discharge summary was received on 9/oct/2025, which confirmed the patient was brought into the emergency room via ambulance after having difficulty swallowing toward the end of hd therapy. The patient was successfully treated with intravenous (IV) sodium chloride 1000 ml, hydralazine 10 mg, and IV methylprednisolone sodium succinate 125 mg. The patient was diagnosed with an allergic reaction to a cereal (brand not provided) they ate prior to treatment that they had never eaten before. The patient was instructed to avoid the cereal they consumed earlier and was prescribed oral prednisone 40 mg daily (duration not provided) and oral benadryl 25 mg every 8 hours as needed. The patient was not formally admitted and was discharged home in stable condition later the same day.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A corporate inventory manager reported to fresenius that a dialyzer blood leak occurred at a hemodialysis (hd) user clinic. Additional information was obtained through follow-up with the clinic's facility administrator (fa). The fa stated the blood leak occurred seven minutes into a patient¿s hd treatment. The blood leak was reported to be internal, but it was not visually observed. The machine, a fresenius 2008t machine, alarmed appropriately with a blood leak alarm. A blood leak test strip was used, and it tested positive for the presence of blood. There was no damage or defect noted on the dialyzer. Fresenius bloodlines were also being used. After the leak occurred, the treatment was paused. The patient¿s blood was not returned; estimated blood loss (ebl) was 200 ml. The fa confirmed there was no patient serious injury, no adverse effects were experienced, and no medical intervention was required as a result of the reported event. The patient completed their treatment after being re-setup with new supplies on the same machine. The sample was confirmed to be available to be returned for manufacturer evaluation.